Event description:
In 2007, the pt had a syncopal episode and was later admitted to local area hospital. The device interrogation revealed ICD lead malfunction with oversensing. The pt was transferred here for lead explant on three days later. There was no visible fracture seen on cine films. The pt was later discharged on two days later.